Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received under delivering. The blood glucose value was 64 mg/dl at the time. Customer¿s current blood glucose value was 142 mg/dl. Customer alleging the insulin pump because the customer was unexplainable high blood glucose and there was also insulin in the reservoir hub. The insulin pump will return for the analysis.